Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The reported over infusion of insulin could not be confirmed or duplicated. Event log analysis noted the infusion was performed as reported with the rate at 2ml/h, using the guardrails drug library selecting insulin, standard dose, and 100 unit/100ml. The infusion was programmed with no guardrail alerts. The infusion was terminated by the user approximately 13 minutes after it was started. The event log noted the total volume infused was 0.427 ml and is considered appropriate for the noted infusion time and rate. The administration set in use was not returned for an investigation. Testing and inspection of the returned infusion system (lvp and pcu) noted no existing malfunctions and the pump module to be infusing within specification. A root cause for the customer's reported experience could not be identified during the investigation and no more information is currently available. Investigation findings were reported to the customer; because the investigation of the pump and programming could not determine a cause for the overinfusion the customer has indicated that they wish to have the disposable set investigated. A follow up report will be submitted should the set be received for further investigation.

Event description:
Customer reported an overinfusion of insulin. The patient had returned to the cvicu about 1500, and a 100ml volume insulin drip was started at 2ml/h (2 units/hr). Patient's blood glucose at that time was 126. About 5 minutes later, the nurse noted that the entire bag had emptied. The pump volume infused displayed correctly at 0.4ml. The patient required accucheck blood glucose monitoring every 15 minutes, subsequently changed to every 30 minutes. The patient's blood glucose dropped to the 60's and the patient required an amp of d50. Although requested, no additional patient or event information was provided.